Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for post-operation wound check as well as for chronic af. It was noted that no high voltage lead impedance measurements have been recorded since the device was implanted. It is suspected that the measurements are being postponed due to potential ventricular episodes. Programming changes were recommended.